Manufacturer narrative:
The device was not returned for investigation. The quality investigation is complete.

Event description:
It was reported that the shaft of the bur broke. No further information was provided.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device not returned.

Event description:
It was reported that the shaft of the bur broke. No further information was provided.